Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the screen on the insulin pump was frozen; the screen was not frozen at the time of the call. It was also reported that the customer received a no delivery alarm during prime and it was resolved by a complete infusion set and reservoir change. Blood glucose value is 7 mmol/l. Customer was instructed to get back in contact if issue recurs. Nothing further reported.